Event description:
The customer has questions about a tpe procedure that was done on a baby for hus. During the last 10 minutes of the procedure, there was a packing factor of 50 and alarms of foamy blood. The inlet was running at around 8ml/minute. The operator turned it down to 5ml/minute, but never saw the packing factor go back to 20. By then the procedure had completed. The pt's platelets went from pre 91, to post 31. A platelet transfusion was administered after the procedure, because of the platelet drop. The pt is still in the pediatric ICU from the primary diagnosis of hus. The disposable kit is not available for return, because the customer discarded it. This report is being filed due to medical intervention via platelet transfusion.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: per the customer, the reduction of the platelet count was mostly due to the disease state of the patient. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Corrective/preventive action: a field service bulletin was issued to correct known machine related behaviors that led to platelet loss in other instances.